Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) bg value not provided, sickness and vomiting for the last 3 days. Reportedly, the customer was going to go the hospital and going to get a CT scan. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.